Event description:
It was reported that the atrial lead exhibited noise and greater than 2500 ohms impedance in bipolar. The atrial polarity was changed to the unipolar configuration. The lead would be monitored.